Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device has been explanted.

Manufacturer narrative:
Additional Report Source email E1: (b)(6).Continued E1 Phone Number: (b)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: rupture.